Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral, catalog #: unknown lot #: unknown, unknown articular surface, catalog #: unknown lot #: unknown, unknown lcck tibial tray, catalog#: unknown lot #: unknown, unknown augment, catalog #: unknown lot# unknown, unknown lcck stem extension catalog #: unknown lot #: unknown. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07921, 0001822565 - 2018 - 02226, 0001822565 - 2018 - 02227, 0001822565 - 2017 - 07922.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately eleven (11) years post-implantation due to metallosis. It was further reported that approximately one month prior to the revision procedure, the patient experienced a fall which resulted in fractures of both condyles. No further information has been provided.